Event description:
It was reported that a customer's pump was not charging, and there was no information available regarding blood glucose levels. The pump was no longer under warranty, and there was no indication that the device would be returned. No further information provided.